Event description:
Event description guidant received information that a lead safety switch was triggered on this ventricular implantable lead. Diagnostic testing of the lead in unipolar configuration found appropriate function and the patient had no complaints. A review of the daily measurements did not reveal any out of range impedance readings. The caller questioned whether the pacemaker header could be compromised because this lead, which was implanted seven months ago, was a replacement for a lead that was explanted for high impedance measurements.